Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the ultimate reason for the conversion from laparoscopic to open? Was the decision to convert to open related to and alleged deficiency of the cdh? Is the surgeon aware that the cdh device is not sealed for endoscopic use (cdh is not an endoscopic instrument), however, the ecs is sealed for endoscopic use? What is the current status of the patient? Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows a device on the hands of user and the device has an inflated glove attached to the device of the knob area. Based on the photo no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported, complaint for our circular stapler cdh25a. During laparoscopic procedure ¿ lap. Gastrectomy, when surgeon placed circular stapler, it started to blow through the shaft of the instrument. It was so huge, that they lost pneumoperitoneum. They put glove on it, to try to finish operation and insufflated again, but at the end they did conversion and finished operation. Patient is good. Operation was done by experienced laparoscopic surgeon.

Manufacturer narrative:
(B)(4). Date sent: 02/26/2020. Additional information requested and received: decision to convert wasn¿t related with deficiency of the cdh. He didn¿t want to answer ultimate reason. Surgeon used cdh previously in laparoscopic surgery and he didn¿t have issues. Patient recovered from operation.